Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient forgot to remove the needle guard on (B)(6) 2025. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.